Event description:
A female with history of silicone implant 30-40 yrs ago. She has developed a hardening of left breast and mammogram suspicious for implant rupture. On physical exam, there was a hard mass adherent to the skin which was likely secondary to the extravasated silicone. Malignancy ruled out via pathology report, however, report stated grossly intact implant, removal of implant and resection of left breast tissue chronic inflamation, silicone with associated fibrosis histiocytic reaction. Intra-op per surgeon strands of silicone noted throughout. Pt had implants removed and replaced with saline implants.